Event description:
Boston scientific received information that this left ventricular (lv) lead was found to be dislodged during a predischarge check following implant. The lead was found to have dislodged due to patient non-compliance with movement restrictions following implant. A revision procedure was done in which the lead was explanted and replaced with a competitive product. The lead will not be returned for analysis as it was disposed of by the explanting hospital. No further allegations or adverse patient effects were reported.

Manufacturer narrative:
As no further information is expected this investigation is complete. This report will be updated should additional information be received.